Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their pod was not delivering insulin, leading to diabetic ketoacidosis (dka). They sought medical attention on (B)(6) 2025 and were discharged on (B)(6) 2025. Symptoms included dizziness, vomiting, weakness, diarrhea, and difficulty breathing. The diagnosis was diabetic ketoacidosis (dka), and treatment involved insulin administration. The patient experienced issues with their controller, which displayed a "loading 14-29" screen and was stuck on the 'app initialization' loading screen. Despite power cycling the device, the app could not be accessed. The patient confirmed using the same controller received in their omnipod 5 starter kit a year ago. The agent advised the patient to delete and reinstall the app on their smartphone and confirmed the patient had a backup treatment method. The case was closed after multiple unsuccessful contact attempts.